Manufacturer narrative:
Field service engineer (fse) was dispatched to the customer site. The field service engineer evaluated instrument. The fse replaced reference valve 3, the rubber tubing and ise(ion selective electrolyte) tube set from d pot to resolve the issue. System performance was verified. Instrument resumed operation. (B)(4).

Event description:
The customer alleged erroneous patient results were generated for k (potassium) on their au5800 clinical chemistry analyzer. The customer stated the patient results were not reported outside the laboratory and there was no impact to patient treatment. A review of the customer provided data confirms the instrument generated eleven (11) erroneous patient sample results for k and one erroneous results for na (sodium) was found in the provided data. The quality control (qc) recoveries were within instrument control ranges on the event date.